Manufacturer narrative:
Event 5. This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. The returned sample was tested for leakage per specification with passing results. All bonded joints on the set were also pull tested per specification with passing results. The defect of disconnection of a bonded joint was not confirmed. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 5: tubing separating from distal y-site during infusion of solution. Veterinary technicians noticed that the tubing that connects into the housing of the distal y-site was separating just by pulling lightly. The staff came back to a patient and noticed the set had separated even without manual manipulation. This has happened on 5 occasions now, but the sets have been thrown out. The staff were checking the strength of each set before attaching to a patient to avoid any issues. It appears the set has been exposed to some blood from an animal. No injury reported.